Event description:
It was reported that the customer's insulin pump's lights turned on, the insulin pump beeped, and then it went blank. The customer's blood glucose level was 117 mg/dl. Standard troubleshooting was performed. The insulin pump's display returned with a battery change, but the power did not fully return. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.